Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). (B)(4) certified service technician was able to verify the customer's reported issue. Visual inspection revealed component q1 board was burned. The service technician scrapped the power manager. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator sprintpack power manager has a melted handle and the case top is warped. The unit was in a back pack when they noticed it was getting hot and not charging the unit. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.